Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported while attempting to calibrate the o2 sensor on the electronic gas delivery system, a "not calibrated" error message was observed. Manual use of the gas delivery system remained available. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.